Event description:
It was reported that removal difficulty and stent damage occurred requiring an additional intervention. The 80% stenosed target lesion was located in the severely tortuous and non-calcified mid left circumflex artery (lcx). A 2.50 x 32mm promus elite drug-eluting stent was deployed for treatment. However, when the physician tried to remove the balloon, significant resistance was observed, and the balloon would not come out. It was then noted that the stent had been pulled along with the balloon into the proximal lcx and was stretched from distal to proximal. After some struggle, the deformed stent was dilated and two drug-eluting stents were deployed, one in the proximal and the other in the distal to cover the deformed stent and the lesion. The procedure was completed with no patient complications reported.